Event description:
Customer reported that the rigid video laparoscope was displaying blurred vision. There was no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.